Manufacturer narrative:
Arjo was not contacted that there was an incident at the facility. The sling had been replaced back in 2005. Arjo was not notified until october 5, 2007.

Event description:
The facility reports the staff were transferring a large resident from the bed to the chair. They were ready to set the resident in an upright position to place her in the chair. However, one clip let go, and the one staff member took the weight of the resident and lowered her into her chair. No injuries to the resident were reported. The staff member who was not involved with the transfer and was standing back during the lift claimed that she had strained her neck and shoulder. She was on modified duties until she left the facility about four months ago. The male staff member who took the weight of the resident, when the clip let go met with the doc of the facility a few weeks after the incident and, was surprised when the doc mentioned the other caregiver had claimed she took the weight of the resident. The male staff member indicated, the other caregiver was standing back when the clip let go.